Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's two leads had come loose from her vertebra and the battery was too deep. No further complications were reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information was received about a patient with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain in their trunk/limbs. It was reported that the patient had two leads ¿that have dropped and become undone¿. The patient stated they were not sure if the leads were connected at the time of surgery. It was reported that even though they were still under anesthesia while they were programming their device, it did not feel like they were getting stimulation on the right side of their body. At their first follow-up appointment, they also didn¿t have any stimulation on the right side of their body and was told ¿this was due to a program drop¿. It was reported that they had a steroid injection in their spine and the doctor noticed that the leads were not hooked up. The caudal injections were done on (B)(6) 2017, and about a week later they received a call from their healthcare provider stating that their x-ray results showed that the leads were undone. The patient stated that they had been telling them this since their very first consultation with their programmer right after surgery that since implant ((B)(6) 2016) they were not feeling stimulation in their lower back or right side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) reported new information that the pt could not charge the ins because it was implanted too deep and surgery was performed to implant the ins shallower.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reiterating information previously collected, as well as the report that they were going to have surgery conducted to "tie two of the leads back on". This information was still conflicting with their following statement where they said the leads were not connected initially. It remains unclear whether the leads became disconnected after surgery or whether they were disconnected since implant. It was reported that the patient was still not receiving stimulation on their right side and that they had pain every day. The revision surgery is planned but not yet scheduled due to insurance reasons. Contact information was provided for the healthcare provider the patient was working with for their revision surgery. No further complications were reported/anticipated.